Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that her blood glucose ran low 40 mg/dl, and believed the insulin pump was delivering insulin when it was set to 0. The customer treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and was properly recorded in the bolus history screen. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.